Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery. In addition, the customer stated their blood glucose (bg) level was low earlier in the day (55 mg/dl) and the cause was unknown. Glucose gel pack was used to address low bg level. Subsequently, the customer's bg level rose to 311 (mg/dl). The customer stated the elevated bg level was due to rebounding from treating the low. A corrective bolus and manual injection were administered to address the elevated bg level. Customer stated their bg level at the time of the report was 115 (mg/dl).